Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the device was tested on the bench and high current draw was observed. It is believed that the cause was due to an anomalous component on the hybrid. (B)(6). (B)(4). Failure (event) observed during analysis.

Event description:
This report is to advise of an event observed during analysis.